Event description:
It was reported that when trying to implant a counter-pulsation sensation 34cc intra-aortic balloon (iab) catheter, the cardiosave intra-aortic balloon pump (iabp) gives a ¿self-filling error¿. It was reported that the helium bottle was changed, yet the error continued. A decision was made to change the iabp console to a cs300 but the same result occurred. Finally, a new intra-aortic balloon (iab) catheter was opened and implanted but was reportedly not possible to ¿push back¿. The customer guarantees following the instructions for the use of the iabp consoles and the balloons. No patient harm or death was reported while attempting to provide therapy with this unit. However, the customer has reported that a patient death occurred subsequent to the use of the cs300. The patient death will be reported under a seperate mfg report number related to the cs300 used in this event. The reports for the iabs involved with this event have been submitted under mfg report number# 2248146-2019-00608 and mfg report# 2248146-2019-00609.

Manufacturer narrative:
It was reported that later use of the iabp consoles with simulators and demo balloon, the reported problem could not be duplicated. No problems, errors or alarms were found during simulation. A getinge representative reviewed a photo of the screen provided by the customer and reported that the cardiosave iabp displayed "it is necessary to change the security disk¿. ¿the security disk maintenance date has been reached¿. However, after checking with the technical service department, the hospital did not ask for any revision or repair for any of the 2 consoles (cardiosave/cs300), after the described event.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that later use of the iabp consoles with simulators and demo balloon, the reported problem could not be duplicated. No problems, errors or alarms were found during simulation. A getinge representative reviewed a photo of the screen provided by the customer and reported that the cardiosave iabp displayed "it is necessary to change the security disk¿. ¿the security disk maintenance date has been reached¿. The full name of the event site is (B)(6). The full patient identifier was reported as (B)(6). Not returned to manufacturer.

Event description:
It was reported that when trying to implant a counter-pulsation sensation 34cc intra-aortic balloon (iab) catheter, the cardiosave intra-aortic balloon pump (iabp) gives a ¿self-filling error¿. It was reported that the helium bottle was changed, yet the error continued. A decision was made to change the iabp console to a cs300 but the same result occurred. Finally, a new intra-aortic balloon (iab) catheter was opened and implanted but was reportedly not possible to ¿push back¿. The customer guarantees following the instructions for the use of the iabp consoles and the balloons. No patient harm or death was reported while attempting to provide therapy with this unit. However, the customer has reported that a patient death occurred subsequent to the use of the cs300. The patient death will be reported under a seperate mfg report number related to the cs300 used in this event. The reports for the iabs involved with this event have been submitted under mfg report number# 2248146-2019-00608 and mfg report# 2248146-2019-00609.